Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced tape not sticking issue infusion set parts of the tape is starting to fall off on (B)(6) 2026. No further information is available.